Event description:
The dr reported experiencing two cases of endophthalmitis out of eight phacoemulsification procedures performed in one day. The two cases were from the last two procedures of the day.